Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during set-up with two units of revaclear 300, a particle inside the package was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device in the unopened packaging and a photograph of the sample were provided for evaluation. Visual inspection of the sample identified a small, approximately 1 mm in diameter, discoloration that was visible on the gasket inside the header cap. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.